Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the device appears to be partially embedded in the uterine wall'), pelvic pain ('physical pain /chronic,/pelvic pain'), genital haemorrhage ('general abnormal bleeding') and uterine haemorrhage ('uterine bleeding') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2017, the patient experienced device expulsion ("migration of essure device location of device: uterus"), 9 years 3 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / chronic,"), hypersensitivity ("allergy") and menstrual disorder ("abnormal menstrual"). The patient was treated with surgery (hysterectomy(full),salpingectomy (bilateral), total laparoscopic hysterectomy, bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, depression, vaginal haemorrhage and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, uterine haemorrhage, abdominal pain, menorrhagia, dysmenorrhoea, hypersensitivity and menstrual disorder had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device most recent follow-up information incorporated above includes: on 26-sep-2019: pfs received. Events per pfs: abnormal bleeding (vaginal), migration of essure device location of device: uterus, psychological or psychiatric problems condition: depression and mental anguish (clubbed with previously reported event psych injury), abnormal menstrual, uterine bleeding and plaintiff did not underwent for essure confirmation test. Event per mr: the device appears to be partially embedded in the uterine wall. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain /chronic,') and genital haemorrhage ('general abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / chronic,"), psychological trauma ("psych injury"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and hypersensitivity ("allergy"). The patient was treated with surgery (hysterectomy(full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, dysmenorrhoea and hypersensitivity had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: case become incident. Events added abdominal pain, psychological trauma, genital bleeding, menorrhagia, dysmenorrhea, hypersensitivity. Events outcome updated, reporter added, patient demographic added, essure insertion date updated and removal date added, product indication updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.